Event description:
It was reported via social media that thrombus occurred. A patient reported they had a watchman flx closure device implanted a year ago. They went in for their one year follow up appointment and a clot was noted on the watchman flx closure device. The patient was put back on blood thinner medication.

Manufacturer narrative:
Implant date - estimated since unknown.

Manufacturer narrative:
B3: date of event corrected from 05/01/2022 to 05/16/2022. D6a: implant date - estimated since unknown.

Event description:
It was reported via social media that thrombus occurred. A patient reported they had a watchman flx closure device implanted a year ago. They went in for their one year follow up appointment and a clot was noted on the watchman flx closure device. The patient was put back on blood thinner medication. It was further reported that the patient will have a follow up appointment to assess the closure device.